Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g4, g7, h2, h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely there was a problem with either of the other devices (scope, monitor, monitor cable), or that the user connected to the video connector without drying the video connector sufficiently, causing a contact failure. Poor contact may cause the scope and video processor to transmit images incorrectly and not display images. Based on the results of the device evaluation, there was damage inside the connector. The video connector is to be connected in a well-dried state including the electrical contact part, and the following is described in the instruction manual, and as a result, there is a possibility that the phenomenon would be prevented: make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. When the video connector and its electrical contacts are wet, wipe them as described in the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear.

Manufacturer narrative:
The device was returned for evaluation. The investigation is ongoing. When additional information is obtained, a supplemental report will be filed.

Event description:
A user facility reported an image issue on a video system center. The issue occurred during preparation for a procedure. There was no image and a damaged connector inside. There was no patient involvement or injuries reported. No additional information has been obtained.